Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. The complaint was confirmed because the device failed to download the bin file. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of a transmitter stopped working is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.